Event description:
On (B)(6), 2011, the pt underwent repair of a thoracic aortic aneurysm with a dissection. Two gore tag thoracic endoprostheses were implanted. On (B)(6), 2011, the pt expired due to cardiac arrest.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Add'l device: (B)(4).